Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that a customer¿s device had a service indicator present and an event code in the memory which indicates that the AED function of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The likely cause of the reported issue is due to an electrical leaky capacitor, designator c160, on the therapy pcb assembly. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that a customer¿s device had a service indicator present and an event code in the memory which indicates that the AED function of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.

Event description:
A third party service agent contacted physio-control to report that a customer¿s device had a service indicator present and an event code in the memory which indicates that the AED function of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Date of event of initial medwatch report indicates: event date ¿ (B)(6) 2018. Date of event of initial medwatch report should indicate: event date ¿ (B)(6) 2018.